Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning, disinfection, and sterilization (cds) processes, results of third-party testing, the device evaluation, and the final investigation. Corrected field: b3. Updated fields: d8, d9, h3, h4, h6, h11. The complaint investigation reviewed the customer provided the cds processes where the following deviation from the instructions for use (IFU) was confirmed: sterilization was not performed. Olympus provided the following result of the culture test, performed at the third-party labs: olympus hmi results 1st sampling: conform. Sampling date: (B)(6) 2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: no findings. The device was evaluated where an additional reportable malfunction was noted where foreign material remained in the air/water cylinder, air/water tube, and jet tube. The use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material was remained in the channel even if the reprocessing was conducted in accordance with the instructions for use (IFU). Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The event can be detected/prevented by following the instructions for use which state: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 97 colony forming units (cfus) of pseudomonas aeruginosa, enterococcus faecium and citrobacter koseri as well as stenotrophomonas maltophilia in the suction channel. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.